Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of bard flat mesh (device #1) for right inguinal hernia and perfix plug (device #2) for left inguinal hernia. Per operative notes, "on left side, an indirect hernia was dissected from cord structures. An perfix plug onlay patch (device #2) was placed and sutured. On right side, a large indirect hernia sac was noted and excised. Perfix plug (device #2) was placed into the defect, and a bard flat mesh (device #1) and was placed over the floor and sutured." (B)(6) 2016 - patient recurrent right inguinal hernia got postponed due to the risk of sudden cardiac death associated with brugada syndrome. (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernias and groin pain and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #3, #4). Per operative notes, "on left side, a direct inguinal hernia was noted. There is no evidence of prior mesh. A 3dmax mesh (device #4) was placed and tacked. On right side, a large direct hernia was noted with previous mesh plug in internal ring adherent to vas deferens. A 3dmax mesh (device #5) was placed and tacked. The umbilical hernia was repair primarily using sutures."